Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys pth immunoassay results for two patient samples. Both patients had a history of higher results. Patient 1 initial result was 2.95 pmol/l and the repeat result was 8.52 pmol/l. On (B)(6) 2017, patient 2 initial result was 3.5 pmol/l and the repeat result on (B)(6) 2017 was 13.2 pmol/l. The erroneous results were held and were not automatically released outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative ran performance testing which failed due to foam bubbles developing at the sipper. He received alarms indicating movement errors for both sippers due to air bubbles. He found a problem with a pinch valve and related tubing which affected the transport into the measuring cell. Service of these parts resolved the issue.